Manufacturer narrative:
Investigation: visual inspection: particles in the prechmaber are visible of the valve was observed through the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is not operating within the acceptable tolerance in either position. A slower outflow in the horizontal and an accelerated outflow in the vertical position could be determined. Internal inspection : after dismantling of the valve, deposits were found in paedigav. Results: based on our investigation results, we can determine a slower outflow in the horizontal position and an accelerated outflow in the vertical position in the valve. The cause for the accelerated/slower flow can be named as the deposits found. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a paedigav (part # fv304t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system was believed to be clogged. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 14 months. Height: 80 centimeters (cm). Weight: 18 kilograms (kg). Gender: male.